Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error on his insulin pump. He has been getting the error for the last three weeks. The error occurs about forty five minutes after he inputs his carbohydrates for eating. Customer's blood glucose was 269 mg/dl. There were no significant events leading to the alarm. The device was never dropped. Customer went through an airport scanner. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. He was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.